Event description:
A customer contacted baxter's technical service center to report having a check lines and bags alarm with the homechoice (hc) machine during prime. The technical service representative (tsr) explained the alarm. The home patient (hp) stated that when trying to connect a bag to the red clamp line using the compact exchange device (cxd), the spike came out of the bag port. The hp went to the next line and connected the heater bag instead of starting over with new supplies. The hp confirmed there was no bag connected to the heater line. The tsr advised that the hp would need a bag connected to the red clamp line to perform therapy. The tsr advised the hp to start over with new supplies. The hp would call back with any further problems. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up phone call by product surveillance to the nurse on (B)(6) 2010 regarding the spike coming out of the bag port, it was revealed that the hp was not using the cxd appropriately. The nurse confirmed that there were no defects on the supplies. Per nurse, the hp did not have any injury or harm as a result of this incident. The nurse stated that the cassette and bags were discarded after therapy that day. The nurse did not have the lot numbers. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.